Manufacturer narrative:
Evaluation summary: received for evaluation was one ac3200 everest device in a double bio bag. There is residual fluid in the extension line and barrel of the device. The manometer reads zero as received. No signs noticeable damage on the device. During an attempt to test the gauge the needle moved erratically from 12atm to 20atm. The test was stopped to avoid any possible further damage to the gauge prior to sending it to the vendor. During vacuum tests the needle returned to red as required. (B)(4).

Event description:
The physician was attempting to use an everest inflation device during a procedure to treat a lesion in a lower extremity artery. There were no difficulties or abnormalities noted during the device inspection, prep and negative pressure application. When the everest inflation device was used during the procedure, the gauge reading jumped up to 20atm when inflation was performed at 12atm to 13atm (in the presence of a pressure difference). Then, the physician repeated inflation multiple times, and the same incident occurred almost every other time. The incident caused no adverse effect on the patient. The procedure was completed successfully.

Manufacturer narrative:
Supplier evaluation summary: the customer returned one medical gauge for erratic pointer travel. The gauge was tested for pointer travel and the pointer was confirmed to have erratic movement during pressurization and pressure release. The gauge was disassembled to inspect the internal components. The movement hairspring was found to be no longer attached to the movement. Due to the hairspring no longer being attached to the movement the hairspring became tangled. The tangled movement hairspring led to the erratic pointer travel. The supplier is unable to determine when the hair spring detached from the body of the movement. The gauge passed cts calibration inspection and pointer travel testing with no issues. The gauge also passed the customer¿s testing processes. A detached hairspring can be caused by a shock or impact to the gauge, vibration during transportation or a supplier issue with the crimping of the hairspring to the movement body. Supplier is unable to determine the exact root cause of the detached movement but possible due to exposed to some shock or impact resulting in the damage.